Manufacturer narrative:
Product complaint # pc-0(B)(4). Investigation summary the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon heard a clicking noise in the process of implanting a locking screw into the metaglene. He then removed the screwdriver from the end of the screw, and noticed one of the four "castle" tips missing from the driver. He performed a through search of the wound and concluded that the missing tip was not in the wound and must have been sucked up into the suction canister. No surgical delay.